Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged lung issue and visualization of particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged lung issue and visualization of particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer received new and relevant information that the patient alleging black mucus/particles came out of the therapy device, she also coughed up black mucus and black particles also came out of her nose, and she has been experiencing breathing difficulties for some time. The device was received by manufacturer product investigation laboratory (pil) for investigation, during the investigation of device at product investigation laboratory (pil) it was found that, black particles most likely were from an external source. Additionally, unknown gray / black dust-like contamination was found in the CPAP and mask. The device was repaired and pca was replaced. The results of this investigation do not impact the calculated risks. In this report, box d, g and h has been updated.